Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d1 updated, d4 catalog # removed, d4 primary UDI # updated. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report of "the device was unable to detect the attached electrode pads" was observed in the device data logs. However, the device and the returned electrode pads were put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The customer's report related to "burns were found on the patient" was unable to be verified or duplicated. There were no pictures of the described burn provided. Attempts to retrieve evidence of the burn were unsuccessful. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 40-year-female patient, the device was unable to detect the attached electrode pads and after removing the electrode pads, burns were found on the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient sustained unknown degree burn.